Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. Insulin pump received with a cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that the buttons on the insulin pump's keypad were unresponsive. Customer did not recall any significant events leading up to this error. Blood glucose level was 147 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).